Event description:
It was reported that, "pt called to report that he is experiencing clicking, popping, and squeaking sounds eminating from his hip. He feels a pain along the femoral shaft. He is concerned about possible failure of the component or breakage."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) reference in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.